Event description:
It was reported that there was particulate matter inside of the bladder of a large volume intermate. This was noted during filling of the device with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified a solid white particulate, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particulate was acrylic. The cause of the presence of the particulate could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.